Manufacturer narrative:
Na

Event description:
It was reported that during a ventilator checkout procedure, the ventilator had no flow from the turbine. The ventilator was not connected to a patient when the reported problem occurred. It is unknown if the ventilator audibly alarmed when the reported problem occurred.